Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after unpacking the microsensor (before used on a patient), the physician found that the tip of the microsensor was broken. The procedure was completed with a replacement product. No surgical delay.

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no visible damage to the millar sensor or connector. Icp express = no transducer detected. Catheter and internal wires broken/cut at drainage tube. No testing possible. Based on the evaluation, the complaint is confirmed. The root cause is ¿mishandling of the catheter¿.

Event description:
N/a.